Event description:
It was reported the implantable cardiac monitor (icm) exhibited unexpected reset. No patient was involved.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was received in reset conditions with battery voltage above elective replacement indicator (eri). Analysis of the device image revealed that device triggered reset due to por (power on reset). Device was restored to shipped settings and analysis was performed which indicated normal device functionality. Reset operation could not be reproduced. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control test prior to distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.